Event description:
The customer reported that the clear insulation on the device frayed and fell off into the pt during a procedure. The material was retrieved and there was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.